Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event involved a 18" (46 cm) appx 2.5 ml, ext set w/pre-pierced port, easydrop flow controller, rotating luer. The reporter stated that the device was delivering more than what was intended to the patient. The medication involved was plasma-lyte. The set-up was 3 liter bag of fluids, primary line, flow controller, extension set x2--> t-port, IV catheter in patient. The fluid that was expected to be left when the issue was noted was about 500 mls (of a 3l bag). There was no fluid that was left in the bag when the issue was noted. It was reported that there was no pump used as device being used were supposed to be controlling flow. There was no report of patient harm.

Manufacturer narrative:
A single new 117420460 flow controller set was returned for evaluation. There were no visual anomalies. The new 117420460 flow controller set was flow tested and it did not exceed the set volume on the dial. The complaint of delivering more than intended was unable to be replicated or confirmed with the new 117420460 flow controller set provided. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Additional information d9- 1/4/2023 & d4- lot number added